Event description:
It was reported that the patient experienced a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but due to a ridge on the limbus side of the laa each time the closure device was deployed it was too proximal. The physician removed the wds and used a pigtail catheter to regain more depth in the laa and past the ridge. A new wds was then used and deployed in an acceptable position. The release criteria were being checked when it appeared that the closure device had shifted. The physician fully recaptured the closure device and noted that there was a pericardial effusion with cardiac tamponade. The wds was removed from the patient and the physician performed a pericardiocentesis while also administering protamine to the patient. 750ccs of blood was drained from the patient and the patient eventually stabilized. The patient was moved to the critical care unit to continue to be monitored. When the patient got to the critical care unit they went into cardiac arrest. The pericardiocentesis drain had a thrombus that was clogging the drain and needed to be dislodged. The patient was then brought to have an open-heart surgery where a perforation midway through the laa was discovered. The laa of the patient was clipped which stopped the bleeding. The patient was extubated and stable the next day. There were no other complications that were reported to have occurred and the patient is expected to make a full recovery from this event.